Manufacturer narrative:
Physio-control updated the device's software and firmware. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control has determined that the likely cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.

Event description:
The customer contacted physio-control to report that their device froze up while they were performing a test defibrillation shock. As a result, defibrillation therapy may not be available, if it was needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device froze up while they were performing a test defibrillation shock. As a result, defibrillation therapy may not be available, if it was needed. There was no report of patient use associated with the reported event.